Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. Her blood glucose was 180mg/dl at the time of reporting. An infusion set and reservoir change seemed to fix the problem. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.